Event description:
The patient was undergoing a laparoscopic gastric bypass. An endopaddle was deployed for liver retraction. At conclusion of procedure instruments were withdrawn and noted to be missing insulation. Inspection of abdominal cavity revealed that there were multiple pieces of insulation from the endoscopic instruments in the cavity. The physician removed all visible pieces. Upon removal of endopaddle it was found to be defective in that the fabric surrounding the metal edge was not covering part of the metal edge. As the endoscopic instruments were manipulated the uncovered metal edge sheared off pieces of insulation on the endoscopic instruments.====================== health professional's impression======================the uncovered metal edge of the paddle sheared insulation off the endoscopic instruments.